Manufacturer narrative:
Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The patient died while using a medical product, but there was no suspected association between the death and the use of the product. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
Through implant patient registry, it was learned that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of six months due to severe aortic insufficiency, severe pvl, and partial valve dehiscence. The explanted valve was replaced with a 25mm 3300tfx aortic valve. Per the medical records, the patient presented with acute on chronic diastolic chf and was found to have severe aortic insufficiency, severe pvl, partial valve dehiscence, and pseudoaneurysm of the aortic annulus/root. It is noted in the preoperative diagnosis the patient had possible endocarditis. The patient underwent replacement of the heavily calcified aortic root, a redo avr, handmade valve conduit, and CABG x1. The patient was unable to be weaned from cpb requiring cannulation and initiation and initiation of ECMO. The patient was transferred to the ICU in critical condition on ECMO. On pod #5, the patient expired due to ongoing cardiogenic shock persistent metabolic acidosis, thrombocytopenia, respiratory and renal failure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Corrected section: h6 (component codes, investigation findings, and investigation conclusions).